Manufacturer narrative:
Implant regio 13 fractured. Construction was a removable upper jaw construction with ball abutments. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.